Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced bradycardia. It was noted that the right ventricular (rv) lead exhibited high thresholds, intermittent non-capture, oversensing on stored electrograms (egm) and oversensing of v-v intervals. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.